Event description:
Caller indicated the assure platinum was giving inaccurate readings. The patient was sweating profusely and showed an altered mental state. The assure platinum was used to take his blood glucose reading and it showed 206, a normal level. The patient was feeling so ill that the nurse eventually called an ambulance, in the parking lot he tested 30 and was almost in a coma. He went to the hospital at 8pm on 8/23, where he was treated with dextrose and given an IV push. He came back to the facility at 10:00 pm on 8/23 and read 47 with the defective meter, when tested with another meter, his actual reading was 347. At 2:00am on 8/24, the defective meter read 52, actual reading was 106. The meter was checked with control solution multiple times and each time was within range.

Manufacturer narrative:
A review of the device history records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product is said to be available for evaluation and testing however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that the savvy balloon was incorrectly labeled. There is no patient, vessel or procedural information available. Prior to use in the patient, the physician noted that the distance between the marker bands on the savvy balloon did not correspond with the labeled distance. He compared the markers on this balloon with another savvy of the same size, and found the markers to be only 25mm apart instead of the labeled 40 mm. Therefore, the product was not used, and another savvy was used to successfully complete the procedure. There was no reported injury for the patient. One non-sterile unit pta savvy 3.0 mm x 4 cm and 120 cm of length was received coiled inside a plastic bag; the unit was received in its original package (pouch, box and inner and outer labels) on august 18, 2008. No dry blood residues were noted. The marker bands were noted to be out of position. An attempt at functional testing was made and the distal marker band appeared to be loose. No leakage was observed. Marker band distance was measured using a steel ruler (B)(4), marker band distance was 27 mm, specification indicates 38.5 +/- 1.5 mm, and the result was out of specification. A scanning electron microscope analysis was performed to the marker bands of the received unit; the marker band was found to be out of position. The cause was found to be an improper uv cure of the adhesive applied to both marker bands. The reason for the improper uv cure of the applied adhesive could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint of labeling incorrect was not confirmed; however the marker bands were found to be out of position. The exact cause of the failure can be related to an improper uv cure of the adhesive applied to both marker bands. Action taken: an investigation was opened to address this kind of problem with the marker bands.

Event description:
Prior to use in the patient, the physician noted that the distance between the marker bands on the savvy balloon did not correspond with the labeled distance. He compared the markers on this balloon with another savvy of the same size, and found the markers to be only 25mm apart instead of the labeled 40mm. Therefore, the product was not used, and another savvy was used to successfully complete the procedure. The complaint product never entered the patient.